Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the customer jumped into the pool wearing the insulin pump. The display went blank immediately after exposure to moisture. It was stated that the device is vibrating without an alarm or alert and there is fluid under the screen. Blood glucose value was 5 mmol/l. The customer was out of the country and using the backup insulin pump and replacement would be arranged once the customer returns.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump was received with moisture damage on the motor, battery tube, vibrator, and keypad assembly. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.